Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. At the end of the procedure while sweeping for effusion with ice, the physician noticed something in the left ventricle and further explored it with ice catheter manipulation. Once the left ventricle was in view the physician did not see the artifact or potential air bubbles or clot. Three (3) hours post procedure the patient experienced a cerebral vascular accident. The patient initially remained hospitalized following this event but has since been discharged from the hospital.